Manufacturer narrative:
Unit was received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected error test, self-test, rewind test, displacement test, prime/compromised force sensor system test, and excessive no delivery test. Unit was programmed with a test minilink and glucose sensor simulator. The sensor feature was working properly. Insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked case at the reservoir tube window corners, and cracked battery tube threads.

Event description:
The customer reported via phone call that three quarters of the part where the reservoir screws in broke off. The customer had to partially tape it. The reservoir was slipping out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.